Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had blank display on insulin pump. The customer¿s blood glucose level was unknown. Customer reports that during the flight her pump turned off without alarm and before this she needed to insert a lot of batteries for the product to work, she tried on the batteries in her old pump and the pump turned on, but when she inserted the battery in this pump the product did not turn on. The insulin pump will not be returned for analysis.